Event description:
The reporter contacted animas on (B)(6) 2014 alleging a button keypad (tactile changes/unresponsive) issue. The reporter stated that the patient had a blood glucose (bg) of 800mg/dl with weakness, shortness of breath and lethargy. The patient was taken to the hospital and treated insulin via injection and IV fluids. This report is being made due to the bg excursion the patient experienced due to an alleged keypad issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/11/2015 with the following findings: the keypad is intact. All keys are intermittently responding to presses. Removed the keypad cover; contamination found under all key contacts. Typical usage alarms observed in alarm history. The total daily dose adds up correctly and reflects the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.